Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, when connecting the load to the stapler and attempting to trigger, the load remained closed and the trigger was locked, the stapler was unable to fire. The procedure was completed with another charge. There was no patient injury.